Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker felt a burning sensation right on the device area. Additional information indicated that the patient was not checked as the field representative tried to call the patient but to no avail. Up to date, this pacemaker still remains in service. No additional adverse patient effects were reported.